Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No sticky buttons or button error alarm noted during testing. Failure analysis was unable to verify unexpected restart test and battery out of limit alarm due to no act button response. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive and slow. The customer also reported an unexpected restart alarm and button error alarm on the insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.